Manufacturer narrative:
Emdr section h6, codes d1102 added to reflect results of investigation.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® molding & occlusion balloon catheter instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: trauma to the vessel wall, including spasm, dissection, perforation, or rupture. Imaging evaluation summary: the image received cannot be used to perform a full imaging evaluation because it do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the image provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one small radiographic still jpeg image provided for evaluation. ¿ no name, date, or demographics on the image. ¿ cannot manipulate the image in any way. (Window level, rotate, etc.) ¿ there appears to be contrast outside the implanted device. However, cannot confirm there is a perforation in the vessel wall with one still image. Please note that the same patient was captured in medwatch report number 3013164176-2024-02231. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and gore® excluder® aaa endoprostheses. During the deployment of the proximal of the trunk ipsilateral leg endoprosthesis, it moved distally about 1cm. The deployment of the trunk ipsilateral leg endoprosthesis was continued without using constraining system. A contralateral leg endoprosthesis (plc121000j) was implanted in the left common iliac artery and an iliac extender endoprosthesis was implanted in the right common iliac artery. A touch-up ballooning was performed using a gore® molding & occlusion balloon catheter. A final angiography performed and it revealed that the perforation of the left common iliac artery. The physician considered this perforation might have occurred due to the edge of the stent graft when the touch-up ballooning using the gore® molding & occlusion balloon catheter was performed to it. The left internal iliac artery was embolized and an iliac extender endoprosthesis was implanted to the left external iliac artery. An aorta extender endoprosthesis was implanted proximally. Then, a touch-up ballooning using the gore® molding & occlusion balloon catheter was performed to the left leg and the gore® molding & occlusion balloon catheter was ruptured. A non-gore balloon was used as a replacement. The procedure was concluded and the patient tolerated the procedure. The physician stated that the gore® molding & occlusion balloon catheter might have been inflated excessively. Reportedly, a part of balloon of the gore® molding & occlusion balloon catheter was placed outside of the stent graft when the touch-up ballooning was performed to the contralateral leg endoprosthesis.